Event description:
A healthcare facility reported that the irrigation tubing of the phaco instrument became detached spontaneously during a phakic intraocular lens implant procedure. The event occurred with the handpiece in the anterior eye segment and was noticed in time by the scrub nurse before any patient impact occurred.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).